Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device in back-up vvi mode alert was received via merlin.net. It was suspected that the cause was due to error created while merlin@home unit was communicating with device. Firmware software was reloaded, and cybersecurity upgrade was also loaded successfully. The patient¿s condition was stable.